Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was partially fired. The anvil clamping mechanism was deformed. Pmv performed functional testing which included the reload was loaded into a post market vigilance (pmv) instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth, bowed anvil, and buckled knife bar conditions may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract CT. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The product analysis established a relationship between a device failure and the reported incident of instrument made a strange noise. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a low anterior colon resection procedure, the surgeon was using a purple radial reload with the handle to close and transect the distal rectum. The reload was positioned around the rectum and the jaws closed. As the surgeon began to fire the reload, the stapler handle cracked during the first ratchet. To resolve the issue, a new handle was opened and a tan reload was used to close and transect the rectum. Current patient status is alive with no injury. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.